Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the popliteal artery using a lantern delivery microcatheter (lantern). During the procedure, while advancing a ruby coil through the lantern, the ruby coil became stuck and would not advance past the tip of the lantern. Therefore, the physician retracted the ruby coil back into its introducer sheath and flushed the lantern to check if the it was kinked. However, it was reported that there was no damage found on the lantern and, therefore, the lantern was removed. The procedure was completed using a new lantern and the same ruby coil. There was no report of an adverse effect to the patient.